Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion. The device was reprogrammed and remains in use. It was noted that the patient is scheduled to have the ICD replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had long qt syndrome and that the implantable cardioverter defibrillator (ICD) premature battery depletion was caused by excessive discharge times. The ICD remains in use and is scheduled to be replaced next month. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was an eri (elective replacement indicator) low battery warning for the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.